Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The atrial lead exhibited noise and fluctuating sensing and impedance. The lead was explanted on (B)(6) 2015. No further information could be obtained at this time.